Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2015 with the following findings: a review of the black box pump black box data revealed that information from the event date had been overwritten due to continued use. The available black box and history did not show any call service alarms. During testing, the pump was exercised for 24 hours with no alarms. The pump cover was removed and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.